Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 500 mg/dl and 120 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing. During testing, out of range results were observed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller was hot to the touch and had caused the pt's skin to have a small blister on it. No system controller alarms were activated and the pt was hemodynamically stable. It was noted by the vad coordinator that the system controller had been getting hot and gets hotter when connected to the wall outlet. The system controller was replaced by another system controller.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "ER 2" message. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 10:45 am on (B)(6) 2010. It is not known when the patient had tested her blood glucose last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with an insulin pump. The patient confirmed that she did not take any action due to the alleged issue. On (B)(6) 2010 after the alleged error message began, the patient claimed that she felt her blood sugar dropping, specifying "light headed and shaky" as her symptoms. It's unknown if the patient tested her blood glucose on any meter after the onset of her symptoms. The patient did not report receiving any acute medical treatment for her symptoms since the alleged issue began. During troubleshooting, the cca documented that the alleged error message did not occur when the power button was pressed. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.